Event description:
The initial reporter questioned results for multiple patient samples tested for multiple assays on a cobas e801 module. The customer identified a clogged sipper nozzle. After cleaning the sipper nozzle, the customer repeated patient samples and received different results. Discrepant results were provided for 3 patient samples tested for elecsys anti-tg (anti-tg) and elecsys anti-tpo (anti-tpo). Patient 1 initial anti-tg result was 139 iu/ml. The repeat result was 58.9 iu/ml. Patient 2 initial anti-tpo result was 600 iu/ml. The repeat result was 305 iu/ml. Patient 3 initial anti-tg result was 64.5 iu/ml. The repeat result was 15.5 iu/ml. Patient 3 initial anti-tpo result was 72.6 iu/ml. The repeat result was 9.00 iu/ml with a data flag. The initial results were reported outside of the laboratory. The reagent lot numbers with expiration dates were not provided.

Manufacturer narrative:
After cleaning the pre-wash sipper nozzle, the customer had no further issues. The investigation determined the clogged pre-wash sipper nozzle was the cause of this event.